Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 1 and the remote manager were not detected on the bus. A field service engineer logged into the hardware test application (hta) to test the auxiliary 1 drawers and observed that none of the drawers in the refrigerator or auxiliary 1 were displaying, while auxiliary 2 was visible. The field service engineer powered down the device, swapped the slave cables on the communication sled, and powered the unit back on, however the refrigerator and auxiliary 1 drawers were still not showing. The device was powered down again, the auxiliary interface board was replaced, and the station was rebooted. Upon reboot, both the refrigerator and auxiliary drawers were detected and displayed correctly. The field service engineer rebooted the station to the application, tested the drawers using the hardware test application, rebooted back to the application, and the customer inventoried medication in the drawer. All tests passed and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, remote manager was not found on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.